Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
On (B)(6) 2015, a reservoir volume higher than expected in the pump was observed. The medication concentration was increased and the pump therapy was continued. It was later reported that during a follow-up appointment on (B)(6) 2015, the pump reservoir volume was checked, and there were no issues observed. The device remains implanted in the patient.